Manufacturer narrative:
Continuation: product ID neu_unknown_cath lot# serial# unknown implanted: explanted: 2018-09-06 product type catheter product ID 8785 lot# n806822 serial# implanted: explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the catheter that was revised/replaced was implanted on 2018-(B)(6). It was reported that the fedex tracking number is (B)(6). No further complications were anticipated/reported.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type catheter; product ID 8785, lot# n806822, product type catheter; product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 500mcg/ml lioresal at 100mcg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient had a severe increase in bilateral leg pain 2 days after the surgery to implant the pump. A magnetic resonance imaging (MRI) scan revealed severe swelling near t11. It was reported that the patient had a prior injury to this portion of their thoracic spine, causing a known stenosis. The patient was taken for a catheter revision. During the revision the hcp attempted to use an 8785 but the seal was partially broken, so it was replaced with an 8782. It was reported that the issue was not resolved at the time of the report. The patient's status at the time of the report was noted as "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
Updated to adverse event. (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.